Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device did not respond to the front panel controls. Complainant indicated that the clinician continued to manually monitor the patient . Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the activity logs does not show any occurences of the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Follow up with the customer found that the user operated the device with the ECG leads and not electrode pads. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.